Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
It was reported that a patient implanted with an impella rp flex exhibited signs of hemolysis. Attempts to reposition the pump were unsuccessful. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The pump was returned for investigation. According to the clinical notes, hemolysis was reported on 20-may in the afternoon, with some resolution noted. Later in the evening, the md was unable to reposition due to hemodynamics, but lab values were improving despite the same-colored uop. Later that morning, the uop turned pink-amber, and some resolution was observed after giving volume. By 21-may in the afternoon, the uop was red but slightly improving, and the md decided to keep the pump running at p5. The data log suggests a motor current spike with several suction alarms and low pump flow on the morning of 20-may, with trends returning to normal in a short time. There were fluctuations in pump flow while running at a steady p-level until the night of 20-may. Later, higher pump flow was noted while running at p5, with some resolution and a return to high pump flow over time, accompanied by a negative placement signal. No issues were noted regarding purge parameters. The cannula was found kinked on the returned product. No other physical damage was noted. Biomaterial was found on the impeller, which was flushed during the test run. The pump was able to run as expected in a bucket of water. The cause of the hemolysis issue was most likely biomaterial, based on returned product investigation and data log review. The cause of the positioning issue was not determined since sufficient clinical information was provided. Thrombus failure mode was added as an investigated failure mode since it was found on the returned product and could have contributed to hemolysis during the case run. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions description of the location and characteristics of the thrombus (e.g., size, shape, consistency) relevant laboratory test results, such as coagulation profiles and platelet counts imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) medications or treatments that the patient was receiving at the time of thrombus formation surgical or procedural details if applicable (e.g, cardiac catheterization) any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events) presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.